Event description:
Additional information indicates that the patient's following physician plans to see the patient in clinic on an unknown date in the future to turn off rhythmiq.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted several rhythmiq events allowing pacing at the secondary lower rate limit of 45 beats per minute (bpm). The rhythmiq episodes resulted in a brady mode change from aai to ddd. Boston scientific technical services (ts) recommended further evaluation of the rhythmiq algorithm value. The patient was admitted to the hospital for cardiology evaluation. No additional adverse patient effects were reported. This product remains implanted and in service.